Manufacturer narrative:
(B)(6). The device as manufactured february 13, 2019 - february 14, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection showed evidence of a leak inside the bag that contained the device. The leak appeared to come from the blue winged luer cap. The reported condition was verified. The exact cause of the leak could not be determined from the picture. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked; further described as ¿while administering drug into the folfusor, the leak was detected at the tip of the folfusor and traces of droplets were found and formed around the zipper bag¿. The device was filled with an unspecified cytotoxic drug. There was no patient involvement. No additional information is available.